Manufacturer narrative:
Final analysis found that the pulse generator exhibited high current drain due to a leaky capacitor. After replacing the capacitor, normal function resumed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow-up. The pulse generator would not respond to a magnet and the device could not be interrogated. The device was explanted and replaced on (B)(6) 2016. No patient symptoms were reported.